Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: liner breakage intra-op. It was reported that the ceramic liner broke during surgery, then all the fragments were retrieved and cleared(as the attached photo and video shows). Changed another liner to complete the surgery. The surgery was delayed for about 30 minutes. The patient is stable currently. The product was not returned to j&j medtech orthopaedics, however a photo and a video were provided for review. See attachment (B)(4). The photo and video investigation revealed that the ea delta cer insert 36idx52od was covered with blood remnants and has fractured at the rim. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences during the surgical process. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors as the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. The overall complaint was confirmed as the observed condition of the ea delta cer insert 36idx52od would have contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities device history lot: a manufacturing record evaluation was performed for the finished device product description: ea delta cer insert 36idx52od product code: 121881752 lot number: 4662772 and no non-conformances or manufacturing irregularities were identified. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. Device history review: a manufacturing record evaluation was performed for the finished device product description: ea delta cer insert 36idx52od product code: 121881752 lot number: 4662772 and no non-conformances or manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: liner breakage intra-op. It was reported that the ceramic liner broke during surgery, then all the fragments were retrieved and cleared (as the attached photo and video shows). Changed another liner to complete the surgery. The surgery was delayed for about 30 minutes. The patient is stable currently. The product was not returned to j&j medtech orthopaedics; however, a photo and a video were provided for review. See attachment: (B)(4). The photo and video investigation revealed that the ea delta cer insert 36idx52od was covered with blood remnants and has fractured at the rim. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences during the surgical process. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. The overall complaint was confirmed as the observed condition of the ea delta cer insert 36idx52od would have contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities device history lot: a manufacturing record evaluation was performed for the finished device product description: ea delta cer insert 36idx52od product code: 121881752 lot number: 4662772 and no non-conformances or manufacturing irregularities were identified. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. Device history review: a manufacturing record evaluation was performed for the finished device product description: ea delta cer insert 36idx52od product code: 121881752 lot number: 4662772 and no non-conformances or manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided: "liner breakage intra-op. It was reported that the ceramic liner broke during surgery, then all the fragments were retrieved and cleared (as the attached photo and video shows). Changed another liner to complete the surgery. The surgery was delayed for about 30 minutes. The patient is stable currently". The product was returned to depuy synthes for evaluation. Visual inspection of the returned device was able to confirm the reported event, as the device was returned fractured in several pieces. No other anomaly was identified on the evidence provided. Device was forwarded to the manufacturing site for further investigation. Metal transfer of erratic appearance can be found on the liner. In case of symmetrical and therefore correct, taper fit between the ceramic liner and the metal cup, metal transfer patterns (primary metal transfer) are expected over its whole circumference; however, the liner does not exhibit such patterns. Additionally, metal transfer can be found on the device, where this metal transfer indicates a tilted position of the liner during the impaction. The rim of the liner is chipped. Next to the fracture surface, metal transfer can be found which indicates small areas of intensive contact between the ceramic liner and the metal cup. Therefore, it is concluded that the liner fractured due to a point load caused by a misaligned position of the liner in the metal cup. However, consideration must be given to all potential influences such as the surgical process. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. The component properties and the microstructure as obtained from the quality documents comply with the requirements as specified at the time of production. There is no indication of any pre-existing material defect. A manufacturing record evaluation was performed for the finished device product description: ea delta cer insert 36idx52od, product code: 121881752, lot number: 4662772, and no non-conformances or manufacturing irregularities were identified. The overall complaint was confirmed as the observed condition of the ea delta cer insert 36idx52od would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: ea delta cer insert 36idx52od product code: 121881752, lot number: 4662772, and no non-conformances or manufacturing irregularities were identified. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. Device history review: a manufacturing record evaluation was performed for the finished device product description: ea delta cer insert 36idx52od, product code: 121881752, lot number: 4662772, and no non-conformances or manufacturing irregularities were identified. Corrected: d1, h3.

Event description:
It was reported that patient underwent total hip replacement on (B)(6) 2025. The ceramic liner broke during surgery. All the fragments were retrieved and cleared. Changed to another liner to complete the surgery. The surgery was delayed for about thirty minutes. The patient is stable currently.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Received additional information: after investigation, the patient underwent total hip replacement surgery on (B)(6) 2025 due to "hip osteoarthritis". 121881752 was implanted during the surgery. During implantation of the liner, the edge and center of the liner broke. The surgeon immediately removed and rinsed it. After confirming that no fragment remained, a new liner was replaced (specific code unknown) to complete the surgery. The acetabular cup that had already been placed had no scratches and was not removed. During this period, the surgical time was extended by about half an hour due to fragments cleaning. This event did not cause any other harm to the patient except for the extended surgery time. The patient is currently in a stable condition. No subsequent adverse event reports have been received.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, d6a. Corrected: h6 (clinical code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9, d10 (concomitant). Corrected: e1 (facility name). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.